Event description:
It was reported that the indicated battery charge on the customer's pump dropped significantly within a short period of time. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy until the replacement pump arrived, which cts agreed to provide. Additionally, cts gave instructions on putting the pump into storage mode and arranged for the return of the problematic device with a pre-paid label.